Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began experiencing "a shock or power surge" sensation while switching from the power base unit to battery support. The pt also reported experiencing audible and visual alarms. Excessive dust was reported to have been observed coming from the pt's driveline and the vent filter was submitted for analysis. The pt was placed on pneumatic support using a ip console and stroke volume limiter (svl) and is awaiting a heart transplant.